Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they needed "to go back into surgery to get wires reprogrammed" since they were "malfunctioning". Follow-up information was received from the clinic indicating that the right ventricular (rv) lead had no capture and was repositioned. Following the repositioning, the rv lead again had no capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.